Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to power on. The customer advised that when the power button was pressed, the battery and power icons flashed but the device would not power on. The batteries were removed and reinserted but the device did not power on. Another set of batteries were installed and the device still did not power on. After several attempts, the device finally powered on. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device was unable to power on. The customer advised that when the power button was pressed, the battery and power icons flashed but the device would not power on. The batteries were removed and reinserted but the device did not power on. Another set of batteries were installed and the device still did not power on. After several attempts, the device finally powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
H6: physio-control further evaluated the replaced system pcb assembly and the cause of the reported issue was determined to be due to a failure of crystal oscillator, designator y1, on the single board computer (sbc).

Manufacturer narrative:
Physio-control replaced the system pcb assembly and proper device operation was subsequently observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was unable to power on. The customer advised that when the power button was pressed, the battery and power icons flashed but the device would not power on. The batteries were removed and reinserted but the device did not power on. Another set of batteries were installed and the device still did not power on. After several attempts, the device finally powered on. There was no patient use associated with the reported event.